Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to high impendance issues. This ra lead was replaced successfully with a new lead. The implantable cardioverter defibrillator was explanted due to normal battery depletion. The ra lead is not expected to return. No additional patient effects were reported.